Event description:
Attorney reported: on (B) (6) 2005 - pt underwent a ventral incisional hernia repair surgery. Pt's hernia was repaired with a bard composix kugel mesh. On (B) (6) 2009 - pt was admitted to the operating room where she underwent surgery. The composix kugel mesh was observed to have come apart from the abdominal wall. During the procedure, dense adhesions to the undersurface of the mesh were dissected and part of the mesh was excised. The wound was closed with prolene sutures. Because of the defective composix kugel patch and the multiple medical visits and surgeries necessitated; pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.